Event description:
The us complainant had a 5.5 pump-aic support ongoing when there was a power/battery issue observed in the support of the cgs/ami patient. The pump and aic remained in use as the patient listed for the heart transplant. The aic would not keep battery charging unless holding the plug as the connection was loose. The patient was transplanted after 14 days and the console was removed for investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank h5 and h8 were erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The console was returned for investigation. The investigation found that the white wire were broken and disconnected from its terminal. Additionally, the outer sheath was improperly cut, in accordance with the vendor wiring instructions. The light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose. The console logs align with the reported complaint. The issue of a loose outlet was determined to be caused by defective ac power cord set. The ac power cord set was replaced and a full functional check was performed on the console.